Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): the proximal portion of the lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the outer tubing overlay, the inner tubing was kinked/buckled, the outer tubing overlay melted, the outer insulation had a cosmetic depression and there was apparent explant damage.

Event description:
It was reported that the patient came to the hospital after the lead integrity alert (lia) triggered. The right ventricular lead had oversensing and the patient was admitted to the hospital. Two days later the lead was partially explanted and replaced. No patient complications have been reported as a result of this event.